Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer underestimated the number of carbohydrates consumed and the blood glucose (bg) showed as being high on the bg meter. The customer then corrected for the high by delivering a bolus and together with exercise, the bg lowered to approximately 40 mg/dl. The customer was treated in the emergency room (ER) with intravenous glucose. The customer left the ER with a bg of 137 mg/dl.